Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, and the customer problem was not duplicated. The pump was in good physical conditions. The pump was put through an accuracy test to see what volume was delivered, and the volume delivered was within specification at 20.4 ml. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The pump passed all functional tests and performed as intended.

Event description:
It was reported that the device had incorrect volume delivered in continuous mode and required calibration. There was unknown patient involvement, and unknown signs or symptoms experienced.